Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: a damaged keypad with contamination under the contacts of the keypad buttons. Dim, faded, discolored display.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the battery compartment was confirmed to be cracked. The audio bolus button was noted to be torn. The keypad cover was noted to be peeling from the base at the up arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The display was noted to be dim, faded and discolored. At test display was attached to the pump and illuminated properly without discoloration.